Event description:
Container of cidex plus in which a scope was soaked was inadvertently pulled off a table and onto the floor. The disinfectant splashed on to the lower extremities of 3 people of which 1 received medical attention related to the event due to chest discomfort. The employee was treated with antibiotics and an inhaler. They have no residual redness or rash. The involved patient has no residual effect and no further assistance was needed.